Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, the balloon did not insufflate. Insufflation of the balloon was not possible. Another device used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon, trocar balloon, lock collar, obturator and insufflation bulb appeared intact. The inflation syringe was not received. Pmv performed functional testing; using a test syringe the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, a leak was detected. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.